Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level 68 mg/dl. The customer drank milk and ate ice cream to stabilize bg level. Reportedly, the health care provider recently changed pump settings and the customer has increased activity. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.